Event description:
The customer reported a problem with the power supply. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.